Event description:
Boston scientific crm received information when this patient called our company to report he was informed his atrial lead had fractured from the clavicle rubbing on it. The patient stated they were going to try and replace the lead. One week later, we received an out of service form indicating this atrial lead was surgically abandoned due to a fracture at the clavicle area.

Manufacturer narrative:
As the product was surgically abandoned and will not be returned, the clinical observations cannot be confirmed.